Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the device, model # 37761, s/n (B)(6), revealed connector pins broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was to address external device issues. Pt reported that the recharger has died, and they are not able to charge the ins. Pt confirmed the green light was illuminated on the desktop charger power box, but reported that the cord right next to the connector pin was damaged. Pt tried plugging the desktop charger cord into the recharger with the white arrows matching, and noted the recharger charges with the recharger blinking 3/4 of the way. Pt reported when they tried to charge the ins with the recharger (insr) still plugged into the desktop charger, that they were unable to charge the implant. Pt confirmed that the green button to start the ins charging session wasn't damaged or stuck, but was unresponsive. Pt reported the recharger antenna was split a little bit. Pt unplugged the recharger from the wall and noted the screen eventually went dim. Pt reported seeing the recharger battery now fully shaded and confirmed that they were able to charge the ins. Pt is able to charge the ins.